Manufacturer narrative:
The initial medwatch report indicates: device manufacture date ¿ 23-jul-2013. The initial medwatch report should indicate: device manufacture date ¿ 23-jul-2012. Additional information: physio-control further evaluated the customer¿s device but was unable to duplicate the reported power issue. The rear enclosure and the battery contact assembly were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed rear enclosure. It was observed that the negative battery connector for battery 1 was physically damaged and had been pulled out of its insulator. It is reasonable to conclude that the damaged battery connector caused the reported issue. The removed battery contact assembly was scrapped in the field and was not evaluated further.

Manufacturer narrative:
(B)(4). Physio-control made an initial evaluation of the customer¿s device and observed that one of the battery pins in battery well 1 was pushed into the device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on.   There was no patient use associated with the reported event.